Event description:
It was reported that the physician¿s programming system would not interrogate a demonstration generator. The physician¿s tablet was tried with the therapeutic consultant¿s usb cable and wand and it worked fine. However, when the physician¿s wand with the therapeutic consultant¿s tablet and usb cable, it didn¿t work. Using the therapeutic consultant¿s tablet, wand, along with the physician¿s usb cable also did not work. Therefore, there is believed to be an issue with both the wand and usb cable. It was confirmed that the tablet was not plugged in when trying to use it and the wand battery was also replaced. This report houses the usb cable malfunction. The wand issue will be reported on the next asr-malfunction report. Attempts have been made for the return of the wand and usb cable but they have not been received to date.

Event description:
On 03/09/2015 the usb cable was returned for product analysis. Product analysis was completed on the usb cable on 3/19/15. No anomalies associated with the usb to db9 cable were noted during testing. The usb to db9 cable performed according to functional specifications.